Manufacturer narrative:
H.6. Investigation: bd received 70 samples and 8 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for 'embedded foreign matter (fm), damaged hemogard shield, fm in gel, defective marking, and bubbles in gel' with the incident lot was observed. Bd determined that the root cause of the indicated failure modes were attributed to: the black fm in the tube appears to be a piece of burnt silica. Additional housekeeping has been implemented in the tubes operation to clean manufacturing equipment. The root cause of the ink smear or 'defective marking' on the tubes is a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. Gel air bubbles occur when lines are inadequately purged after the gel drum is changed. The hemogard shield is damaged due to wear on the stripper bushings in the tool occurring during the injection molding process. The fm (black spot) embedded in the tube occurred during the injection molding start-up process, with inadequate purging of the line occurring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the indicated failure modes through corrective and preventive actions (CAPA#2201538).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, broken lid/cap, and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes:" air bubbles x44, fm in gel x12, damaged tube x1, dirty cap x2, black spot on tube x1, dirty tube x1¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, broken lid/cap, and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: air bubbles x44, fm in gel x12, damaged tube x1, dirty cap x2, black spot on tube x1, dirty tube x1.